Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed no evidence of reboots. During evaluation, no damage was observed to the pump¿s battery compartment. The battery cap was not returned with the pump, and a test cap secured on tightly with no issues. The pump was exercised for 24 hours with a 1 unit per hour basal program, no power interruptions, errors, alarms, or warnings occurred. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump lost power without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.